Event description:
Additional information indicates that the patient was observed with bacterial endocarditis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. There was vegetation on both leads noted. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.